Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was riding in a car and was conscious at the time of the event. Sinus rhythm at 90bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt went to the hosp and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp and will continue to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 03/01/2012 - reuse; electrode belt sn (B)(4): 01/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6)), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.